Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient's hip squeaking. It was bothering her, so the surgeon decided to remove the metal on metal liner and go with a standard poly liner instead.